Event description:
It was reported that the pt had full revision surgery due to battery end of service. During surgery, the surgeon noted that the lead had an acute angle in it, "looked unusual," and had some other defects. It was also noted that there were some defects in the lead housing and some wire was "exposed", though diagnostics were all within normal limits. Product was returned to manufacturer and underwent analysis. Upon analysis, it was found that outer silicone tubing had abraded openings. Also, the inner silicone tubing of the positive and negative lead coils had abraded openings resulting in portions of the lead coils being exposed. Scanning electron microscopy of the positive coil at the exposed area showed that pitting or electro-etching conditions had occurred at this location. No other adverse findings or anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.